Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising impedance and an impedance spike. It was further reported that the right atrial (ra) lead exhibited a polarity switch and far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.